Manufacturer narrative:
Evaluation of the returned catrx confirmed the reported fractures. The damage at the site of these fractures indicated these breaks were likely the result of kinks. Based on the reported event, advancing the catheter over the patient¿s tight aortic bifurcation contributed to resistance experienced during the procedure. Advancing the device against this resistance likely contributed to the kinks and fractures observed on the returned device. The non-penumbra sheath returned for evaluation was approximately 45 cm in length. If the catrx guidewire lumen is advanced out of the non-penumbra sheath, additional resistance may be experienced during manipulation. Further evaluation revealed that the distal fractured segment was curled. This damage was incidental to the complaint and may have occurred during retrieval attempts. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the tibial artery using an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath and a guidewire. During the procedure while attempting to advance the catrx over the aortic bifurcation and down the leg, the physician experienced resistance. It was reported that the aortic bifurcation was tight and challenging to get up and over. Subsequently, the physician broke the catrx in three locations near the proximal end. Next, the physician pulled out one of the broken pieces of the catrx and then removed the sheath containing the second broken piece of the catrx. The procedure was completed performing an embolectomy and an additional cut down to the groin to remove the remaining third broken piece of the catrx from the femoral lower peripheral arteries. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. Placeholder.